Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument had delayed sealing issues towards the end of the procedure. The vse instrument was removed and replaced with a new one. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument had delayed sealing issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci vse to perform failure analysis. The vse instrument was analyzed and the complaint regarding the vse instrument had delayed sealing issues was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitive with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 8.26 lbs. The energy delivery test was performed with various orientations the grip tips and passed. No ceramic dots were missing. A review of the log showed no errors. The complaint was not confirmed by failure analysis, which indicates that the device did not contribute to the customer reported issue. This complaint is being reported conservatively due to unclear information provided by the customer: the vessel sealer extend instrument reportedly had a delayed sealing issue and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.